Manufacturer narrative:
Evaluation method b08 code applied.

Manufacturer narrative:
The meter and test strips were requested for investigation. The customer returned both meter and strips for investigation. The returned test strips were measured with the returned meter using liquid qc of a high level. Testing results (qc range: 2.7 - 3.5 inr): qc 1: 3.0 inr , qc 2: 3.0 inr ,and qc 3: 3.0 inr . The obtained qc results were in the allowed range. No error messages occurred during investigation. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to a professional coaguchek meter. At 1:11 pm, the meter result was 3.5 inr. Immediately after the initial test the result from the professional meter was 2.5 inr. The patient was tested again on the professional meter was 2.5 inr. The patient's therapeutic range was not provided.